Manufacturer narrative:
Because stryker is only the distributor of the returned screwdriver the device was forwarded to the legal manufacturer (B)(4) for evaluation. Within the investigation performed by (B)(4) it was determined that the head with tube component and the sheath component were plastically deformed which led to a forcibly dis- / assembling function of the screwdriver single components. The root cause of the deformations was attributed to a user related handling issue in form of overload conditions like the application of too high external forces and/or impacts. Furthermore, it could be determined that also the bearings of the screwdriver were damaged due to too high external forces applied to the screwdriver components and also as a consequence of the deformed head with tube component which led to increased forces on the bearings during further operation finally resulting in a defect of the bearings. Another subsequent result of the deformed head with tube component and affected bearings during further operation indicates an rough-running turning function of the screwdriver with an increased running noise, vibrations and friction which led also to the heating of the screwdriver components. Also the determined inappropriate lubrication with service oil did strongly contribute to the heating of the screwdriver components during operation classified as primary reason of the heating. The appropriate cleaning, disinfection, sterilization and maintenance with service oil is described in the IFU provided by the legal manufacturer (B)(4). The final result of the investigation performed by (B)(4) revealed that the determined defects and the resulted consequences could be attributed to a user related issue in form of an inappropriately cleaning and maintenance as well as the application of too high external forces. No indication could be found in the investigation for any material or manufacturing related issue. Although a forcibly user related handling issue caused the overload condition that led to the deformation of the head of the tube, the legal manufacturer (B)(4) had initiated a detailed technical analysis prior this investigation in order to optimize the design which led to a position change of the groove in the tube for the sealing ring effectively since serial # (B)(4) documented in supplier change request (scr) #(B)(4). The current returned device was manufactured before the design change became effective. Therefore no further measures were deemed to be necessary by the legal manufacturer for the screwdriver at this time.

Event description:
It was reported that the device sounded strange, was choppy, and got hot. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device sounded strange, was choppy, and got hot. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.